Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen had gone blank after slipping and falling on the pump. It was reported that the display is now cracked in the corner, but still had audio and vibration features. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was blank, but had audible tones during startup. The pump¿s audible and vibratory features were operational. The display screen was observed to be cracked when the pump was opened up. The cracked screen was replaced with a test display and there were no issues found.